Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 06-mar-2023, there is no unexpected alarms/suspends noted. There was no bolus of 33 u recorded in the formatted history file. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 22-feb-2023 listed on smart solve. Daily total of all insulin delivered: 384250 (38.425 u). Daily total of basal insulin delivered: 322250 (32.225 u). Daily total of bolus insulin delivered: 62000 (6.2 u). 03/06/2023 10:35:46.000 normal bolus delivered (220). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1). 03/06/2023 15:13:25.000 normal bolus delivered (220). Normal bolus amount programmed: 61000 (6.1 u). Bolus amount delivered: 61000 (6.1 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 03/03/2023 02:28:34.000 battery removed (84). Power loss alarm was recorded and found in the formatted history file on: 03/03/2023 08:48:12.000 power loss alarm was expected since the battery was removed for more than 10 minutes. Insert battery alarm was expected since the battery was removed from the pump. Please see below for pump errors/alarms noted 1 week prior to the event date 06-mar-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 03/06/2023 22:51:00.000 sagcalibration error (776) was recorded and found in the formatted history file on: 03/03/2023 19:59:27.000 sensor expired alert (794) was recorded and found in the formatted history file on: 03/06/2023 14:30:12.000 sensor error alert (801) was recorded and found in the formatted history file on: 03/06/2023 08:55:12.000 03/06/2023 09:25:13.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2 and motor assembly noted. No corrosion or moisture damage found on the force sensor and vibrator¿assembly noted. Force sensor zero offset within specification (23.6 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification. Customer alleged for possible over delivery was not confirmed. During visual inspection, corrosion was found on the pcba 1, pcba 2 and motor assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5 with this report.

Event description:
Missed/correct description: blank display was resolved by itself after less than 30 seconds. On (B)(6) 2023 pump was not off during hypoglycemia event as patient connected set to her body prior to completing tubing fill which led to 33 units bloused. Ems were dispatched and took her to hospital.

Event description:
Information received by medtronic indicated that the customer reported that the pump was off and experienced hypoglycemia. The customer was rushed to emergency medical services and treated with a glucagon shot. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.